Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a hepatectomy procedure, the jaw of the harmonic broke. Unpacked and used a new harmonic. Patient consequence was not reported.